Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mitral valve repair procedure on (B)(6) 2017 and drain was placed in the pericardium. In the morning of (B)(6) 2017, that patient¿s blood pressure decreased, and the drain was removed from that patient¿s body. In the afternoon of (B)(6) 2017, bleeding tendency was acknowledged. The patient underwent a reoperation. It was reported that there was a fissure on the apex in the left ventricle. Bleeding from the posterior wall of the left ventricle was acknowledged. Hemostasis was completed by placing a few stitches on the affected site. During the primary operation, the drain had been placed on the posterior surface of the patient¿s heart. During the reoperation, it was found that the end of the drain had moved to the posterior wall of the left ventricle. The surgeon opines that the drain might have penetrated the posterior wall of the left ventricle due to interference by heart beats. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.